Event description:
It was reported that while using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml, experienced delayed qc growth with m kansasii and m tb. There was no report of patient impact. The following information was provided by the initial reporter: customer problem: qc delayed growth. M kansasii and m tb are coming up a day or two later than expected. Issue was resolved with new qc organisms.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report#1111096-2021-00001 was sent in error. Qc failure is not considered to be a reportable malfunction.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while using the bd bbl" mgit" mycobacteria growth indicator tubes, 7ml, experienced delayed qc growth with (B)(6). There was no report of patient impact. The following information was provided by the initial reporter: customer problem: qc delayed growth. (B)(6) are coming up a day or two later than expected. Issue was resolved with new qc organisms.